Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm had occurred during bolus. As the customer had changed out supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. In addition, it was reported that a cartridge alarm 1 occurred during basal delivery. The customers blood glucose (bg) level was impacted (60 mg/dl) the customer consumed carbohydrates to stabilize bg level. The customer loaded a new cartridge and the issue was resolved.